Event description:
It was reported that bd q-syte leaked. The following information was provided by the initial reporter: during the use of this product, the separator membrane leaked; the affected quantity is 1, the sample can be returned, and photos are provided.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No new information.

Manufacturer narrative:
The complaint of a leak from the q-syte connector was confirmed; however, the root cause could not be determined from the returned sample. One q-syte connector was provided for investigation. A functional test revealed a leak from the connector. A microscopic examination revealed a column tear in the septum. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.